Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-00272. It was reported the patient lost effective stimulation after suffering a previous fall. Impedance issues were noted on both leads. Reprogramming was unable to provide resolution. As a result, surgical intervention was undertaken on (B)(6) 2017 where the entire system was explanted and replaced with a new one. Postoperatively, the patient received effective therapy and the issue is now resolved.